Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause for malfunction. Test strip issue.

Event description:
Consumer complaint of "lo" blood result. Expected blood glucose results fasting range from 80 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed due to improper storage of test strips. Verified storage of test strips is not within specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: "lo"(B)(6) 2015. 06:54pm. 70mg/dl, (B)(6) 2015, 09:00pm. 302mg/dl, (B)(6) 2015, 11:33 am. 225mg/dl, (B)(6) 2015, 08:01pm; 102mg/dl, (B)(6) 2015, 07:26pm. No adverse event reported.